Event description:
Complainant alleged that before use, the device experienced a technical failure 389 - "no o2 dosing possible" alarm. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was evaluated by a company field service engineer (fse). Per the o2 gas path test results vent requires a new inspiration block. The inspiration block was replaced and the defective inspiration block was sent to the failure analysis lab for further evaluation. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual. After a 30 minute warmup, the o2 gas path test was performed and found the o2 safety valve to be leaking. The o2 safety valve was replaced with a known good one and testing was restarted and passed without issue. The reported complaint was duplicated and the malfunction was due to a defective o2 safety valve.